Manufacturer narrative:
A product development investigation was performed for the subject device (3.0mm hexagonal screwdriver, part 314.132, lot number 9327337). The subject device was returned for the complaint condition ¿twisted intraoperatively.¿ the returned device was visually examined and was found to be twisted as complained. The complaint condition was confirmed. The returned 3.0mm hexagonal driver (314.132) is a component of the uss variable axis screw (vas) system for posterior fixation of the lumbar spine. The 3.0mm driver is one of two devices (313.892 is the other) utilized for screw insertion per the technique guide. The associated drawing for the returned device was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed (as previously reported) for the returned device¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The driver dimensions and material characteristics were utilized to calculate a shear yield strength of approximately 4.2 nm. The failure mode of a twisted tip is likely the result of the application of torque in excess of 4.2nm leading to deformation. Although a definitive root cause could not be determined based on the reported information, the failure mode is consistent with the application of excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: february 17, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with non-synthes hardware, at an unspecified spine location, on an unknown date. On (B)(6) 2015, the patient had revision surgery to remove the non-synthes hardware. The surgeon placed an universal spine system (uss) l3, l4 and s1 screws. He placed the rods and connected the screws; on the right l4 screw he had minor difficulty connecting the screw to the rod. He decided to take out the right l4 uss screw and replace it with an uss variable angle screw. While placing the variable angle screw alongside the rod, the locking collar popped off the rod. This happened twice with two separate screws. He then decided to take the right rod out and re-bend it, then he took out the second uss variable screw and replaced it with the original uss screw. He then connected the rod successfully and completed the procedure with no harm to the patient. Surgery was delayed ten (10) minutes. The uss variable angle screwdriver tip bent/deformed under torque when he was placing the uss variable angle screw. The patient outcome was successful. This is report 1 of 1 for (B)(4).